Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 185 mg/dl at the time of incident. Customer stated that the insulin pump act button was unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing customer also reported that the insulin pump time was off by 6 minutes and no troubleshooting was performed due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm was noted during testing. The device had an unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify time and clock anomaly due to unresponsive button.